Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the scope guide connector of the colonovideoscope was not connecting. The issue occurred during inspection for use. There were no reports of patient involvement.

Event description:
It was reported that the colonovideoscope had scope error (e0002).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: b5. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on endoscopic position detecting unit (upd) probe, endoscopic position detecting unit (upd) function does not work. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. In addition, the cause of the endoscopic position detecting unit (upd) function does not work was damage on endoscopic position detecting unit (upd) probe. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.